Manufacturer narrative:
Concomitant medical product: 507645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to intermittent ventricular oversensing. Reprogramming was performed for the right ventricular (rv) lead, and the lead remains in use. No patient complications have been reported as a result of this event.